Manufacturer narrative:
The insulin pump was set to proper time and date. The insulin pump passed displacement test, self test, and unexpected restart alarm error test. No unexpected restart alarm and external ram error alarm noted during testing. The insulin pump was received with severely scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and scratched around casing. No display anomaly noted during testing.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was 108 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer stated that the screen was badly scratched. The customer stated that they could not read the screen. The insulin pump will be returned for analysis.